Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0712 cough / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a signal loss occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a hypoglycemic event due to signal loss from their cgm device. The signal loss was noted in the morning, and the patient did not have access to a blood glucose meter for verification. Later in the afternoon, the patient developed symptoms including shortness of breath, coughing, and vomiting, prompting a visit to the hospital. Upon arrival, a fingerstick test revealed a blood glucose level of 85 mg/dl. The patient was treated with intravenous fluids (type unspecified) and was given a sandwich to eat. Although it was stated that saline was not administered, it was understood that some form of IV fluid was provided. Additional diagnostic procedures included an x-ray and blood tests. No further treatment was reported, as necessary. After approximately eight hours in the hospital, the patient was discharged. At the time of the report, the patient was stable, feeling good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.